Event description:
Reportedly, when the packaging was opened in the clinical department, the nurse discovered that the blisters were peeled off, leading to a break in sterility. (B)(6) 2019- this report addresses the first of five returned lot samples with a breach in the sterile barrier due to deformation of the package.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damaged packaging was confirmed and the cause appeared to be associated with prolonged exposure to excessive heat. The source of heat was inconclusive. Thirty-one huber plus trays from lot recv0032 were returned for investigation. Seventeen trays exhibited varying degrees of deformation, which appeared to be a result of heat damage. The flanges were curled and the preformed features of the rigid tray were warped. Five of the seventeen huber plus trays exhibited a breach in the sterile barrier. It appeared that the deformation of the tray caused portions of the tray flange to separate from the tyvek lid. Other portions of the lid remained sealed to the tray. The exposed portions of the tray flanges and the surface of the tyvek lid revealed evidence that the tyvek lid had once been sealed to the tray flange. This type of damage can occur from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bd control. Autoclaving can also cause excessive heat. The trays should not be re-sterilized. The case label for this product states, ¿do not use if package is damaged¿. A lot history review (lhr) of recv0032 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recv0032) have been reported from the same facility in france.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv0032 showed no other similar product complaint(s) from this lot number.

Event description:
Reportedly, when the packaging was opened in the clinical department, the nurse discovered that the blisters were peeled off, leading to a break in sterility.